Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients atrial lead had been capped and replaced. Follow-up with the facility revealed that the lead had dislodged and exhibited a loss of sensing and capture. The patient was noted to have experienced diaphragmatic stimulation. Following the procedure, the patient was doing well.